Manufacturer narrative:
At this time, the lead remains surgically capped. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were replaced due to high out of range shock impedances greater than 125 ohms. The device was replaced, and the lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure there were no issues able to be detected with the lead.